Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure wherein malfunction of the leads was suspected. The leads were replaced, and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure wherein malfunction of the leads was suspected. The leads were replaced, and the patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed there was lead fracture.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure wherein malfunction of the leads was suspected. The leads were replaced, and the patient was doing well postoperatively.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure wherein malfunction of the leads was suspected. The leads were replaced, and the patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the lead (sn (B)(4)) passed the electrical and photographic imaging tests performed. Two proximal contacts were flattened. This type of damage is typically caused by surgical tools, and it results in difficulty inserting the lead in the ipg header. There was no reported complaint regarding the difficulty inserting the lead in the ipg header. The proximal contacts were most likely damaged during the explant procedure. Cables are intact, and it passed the continuity test. Device evaluation indicated that the lead (sn (B)(4)) upon visual inspection revealed a noticeable kink from the proximal retention sleeve. X-ray inspection revealed two fractured cables right at the damaged portion of the lead. The root cause was unknown. The patient was explanted due to lead migration.